Event description:
It was reported that an infection causing pain, irritation and swelling had occurred while wearing the pod between 36 and 48 hours. Patient visited physician and was prescribed antibiotic cream (mupirocin--cream 2%).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.